Event description:
It was reported that during implant of the patient's left ventricular (lv) lead, the lead would not fit down the sheath for placement and positioning. The lv lead was not used and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Evaluation summary: analysis was performed and no anomalies were found; full lead returned and analyzed.